Manufacturer narrative:
A search for non-conformance's associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The pusher was the only component received for evaluation. The investigation of the returned coil system found the implant to be separated from the pusher. No indication using a detachment controller was found on the pusher's heater coil. The investigation found the pusher's monofilament with a tensile break shape at the tip which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The instructions for use identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during endovascular treatment of a right cerebral artery bifurcation aneurysm, an embolization coil implant stretched and unexpectedly detached. The device was removed without intervention and there was no reported injury to the patient.